Manufacturer narrative:
Provided correct lot number and device manufacturer date.

Manufacturer narrative:
The medtronic representative was informed that instruments should be replaced if they will not consistently verify, and that they should not be manipulated in order to pass verification.

Event description:
A medtronic representative reported adjusting the straight suction, axiem in order to obtain proper calibration. There was no pt present.

Manufacturer narrative:
No pt was present at the time of the alleged malfunction. D4: device lot number is unavailable at time of this report. The device manufacture date is unknown pending the device return. Suspect part has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Lot number provided.